Event description:
Customer reported that they received a no delivery alarm on their insulin pump. The customer wasn't available to trouble shoot product. No blood glucose level reported. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.